Manufacturer narrative:
(B)(4). The reported complaint was not confirmed. The field service representative (fsr) was unable to duplicate the reported issue. The fsr cleaned the cable pins on the back of the roller pump. He also obtained more slack from the pump cable to ensure proper connection. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the screen on the roller pump went blank. The user was still able to control the pump from the central control monitor (ccm). They powered the pump off and back on and now working correctly. The device was not changed out, as they used the pump to finish the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on 22-oct-2015: in review of the details, the local display of a small roller pump blanked during cpb. The pump speed was still able to be controlled and pump information was displayed on the ccm. The pump was used for the remainder of the procedure, without issue and no change out was required. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.